Event description:
It was initially reported that the pcu's "locking mechanism locks and appears to be closed. However, the lock does not close all the way, and the door opens easily." There was no patient involvement. The customer then clarified that "the issue is that the left iui does not get power."

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.